Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. The patient had pericardial effusion during use of biosense webster products after ablation had already been performed. They had worked on the left atrium and were halfway through the right atrium when the effusion was noticed because there was a drop in blood pressure. The reporter noted that at the time of the call they were auto-transfusing and 280 ml were pulled out and 240 ml replaced. The patient was stable during the procedure up to the time of the call and the plan was for the patient to go to the intensive care unit for observation after the procedure. It was also reported that prior to the effusion the carto 3 system would flash an indicator to reinitialize intermittently throughout the case when they would come onto ablation. The reporter noted that the carto 3 system also stopped recording visitag values/data. The physician was not sure what caused the effusion and the physician stated he is not sure whether the system/ force values could be trusted. The customer¿s reported issues with the carto 3 system are not MDR reportable since an issue with visitag does not affect patient risk. Additional information received indicated the physician¿s opinion on the cause of this adverse event was unknown. The patient¿s outcome from the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter used in the event had the flow setting at 15. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were; graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used included, range: 2mm, time: 5s, force over time (fot) of 50% and 5s. Additional filter used with the visitag was accuresp. Color options were used prospectively were surpoint and visitags.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. The patient had pericardial effusion during use of biosense webster products after ablation had already been performed. They had worked on the left atrium and were halfway through the right atrium when the effusion was noticed because there was a drop in blood pressure. The reporter noted that at the time of the call they were auto-transfusing and 280 ml were pulled out and 240 ml replaced. The patient was stable during the procedure up to the time of the call and the plan was for the patient to go to the intensive care unit for observation after the procedure. Additional information received indicated the physician¿s opinion on the cause of this adverse event was unknown. The patient¿s outcome from the adverse event is fully recovered. Device evaluation details: on 28-jan-2022, the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all its features. Visual analysis revealed no damage or anomalies on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).